Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a ec 45986 error. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing. Device evaluation (completed 09-mar-2022): one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of "system fault 45986." Functional testing involved no disposable alarm testing and the reported issue was duplicated. The investigation determined that a software issue was the cause of the reported issue. Software applications were installed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.